Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen, and a third unknown drug at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that in (B)(6) 2016, the patient had the pump refilled. About 15 minutes after the refill, the patient overdosed and was in the ambulance. No additional information was reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.